Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unexpected battery power loss or battery failed alarm due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was also received with the serial number label stained and faded. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm. The customer stated the contacts were not missing, damaged, or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.